Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 580 mg/dl. Reportedly, the customer changed out supplies to address elevated bg level and the customer reverted to an alternate method insulin therapy.